Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. E1 initial reporter postal code: correction - field should be left blank as the reporter is in the us. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation information/correction. H3 device evaluated by mfg: correction - field should be "no" in the initial as the product had not yet been fully investigated yet. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.